Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification, heavy tortuosity and 90% stenosis. The 4.5x16 mm graftmaster covered stent failed to cross the lesion. A non-abbott covered stent was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.